Event description:
Contact works with meters on ambulances, and claims that a meter gave pt a high result. Meter gave pt a result of 117 mg/dl, compared to hosp results of 20-30 mg/dl. Treatment given to pt at hosp is not recorded. Contact asked to return meter for further evaluation. And a replacement was provided.